Event description:
The customer reported that the unit is not alarming. They removed the batteries for 30 seconds and replaced them. The unit did not alarm. Tested with different sensor pad and problem still remains. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit's led light blinks but no alarm tone during test. (B) (4).